Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s relative reported via phone call that the blood glucose was low and sometimes it was high. The customer¿s blood glucose level was 30mg/dl at the time of the incident. The customer¿s relative that patient¿s sugar was going down into the 30mg/dl range .they called ambulance and last night sugar went to 600mg/dl. The customer¿s relative will call back. The insulin pump will not be returned for analysis.